Manufacturer narrative:
Subject device remains implanted.

Event description:
This event concerns a successful stent-assisted coil embolization of an aneurysm located on the right vertebral artery. Per site, the baseline stenosis was 20%, and 45% stenosis at 12 month post-procedure without any clinical consequences. It was reported that per core lab reading, intra-procedure parent vessel stenosis was 51-70%. There was excellent wall apposition and no thromboembolic event. The patient was assessed neurologically after procedure and at 2, 6, and 12 month post-procedure with mrs of 0. Nihss 12 month post-procedure was 0.

Manufacturer narrative:
The device history record review confirms that the device met all material, assembly and performance specifications. The subject device is not available; therefore, functional testing as well as physical analysis cannot be performed. However, stent stenosis is a known risk associated with endovascular procedures and are noted as such in the device directions for use (dfu). Therefore, an assignable cause of anticipated procedural complications has been assigned to this event.

Event description:
This event concerns a successful stent-assisted coil embolization of an aneurysm located on the right vertebral artery. Per site, the baseline stenosis was 20%, and 45% stenosis at 12 month post-procedure without any clinical consequences. It was reported that per core lab reading, intra-procedure parent vessel stenosis was 51-70%. There was excellent wall apposition and no thromboembolic event. The patient was assessed neurologically after procedure and at 2, 6, and 12 month post-procedure with mrs of 0. Nihss 12 month post-procedure was 0.